Event description:
Customer alleged the brake hold wasn't holding wheel from turning.

Manufacturer narrative:
The casters were replaced and adjusted (from customer stock) when wheel lock and hold not possible through adjustment only. This resolved all known braking issues. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.